Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with post-paced t-wave over-sensing. No changes were reported. The patient status was unknown.

Manufacturer narrative:
New information: b5, e1, h6

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator to restore normal parameters. The patient was stable.